Event description:
It was reported that this pacemaker was part of a system revision due to bacteremia. The patient's entire system was extracted due to infection and being septic for over a year. There was no additional adverse patient effects reported. The pacemaker was explanted.